Manufacturer narrative:
Subject devices remain implanted.

Event description:
It was reported that during the 6th month routine follow up for a stent-assisted coil embolization of an aneurysm located at the basilar artery apex with 12 coils (subject devices), aneurysm growth and recanalization due to coil compaction were observed. There were no clinical signs. Re-intervention to the target aneurysm was required. The physician stated that the recanalization was coil and procedure-related. The physician stated that the aneurysm growth was patient and procedure-related.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient medical re-intervention is a known risk associated with endovascular procedures and are noted as such in the detachable coils clinical experience summary document. Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during the 6th month routine follow up for a stent-assisted coil embolization of an aneurysm located at the basilar artery apex with 12 coils (subject devices), aneurysm growth and recanalization due to coil compaction were observed. There were no clinical signs. Re-intervention to the target aneurysm was required. The physician stated that the recanalization was coil and procedure-related. The physician stated that the aneurysm growth was patient and procedure-related.